Event description:
Recipient reported that the left implant sounded noisy. The user is tolerating the device and wearing it consistently but describes the sound as robotic and has some ling sound confusion. Due to the affected channels the user was re-implanted. This report refers to 9710014-2019-00702. For further information please refer to this report.